Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The reaction consisted of pimples, hyperpigmentation and a scar at the sensor patch adhesive. It occurred after sensor insertion on the lower portion of the abdomen (pubic area). At the time of the report no other details were available or documented. There was no documentation of medical intervention. No additional patient or event information is available.